Event description:
It was reported that the patient is feeling "quivering" around the device. Follow up was attempted to determine if the patient's symptoms were related to the device, but attempts were unsuccessful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.